Event description:
The customer received a blood glucose reading of 137mg/dl on the contour next link, re-tested on the same meter with a different bottle of strips, and the reading was 46mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips were not expected to be returned. One bottle was discarded, and she declined to return the second bottle for evaluation. Replacement test strips were sent to the customer.